Event description:
It was reported that the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contacted and updated software was downloaded to resolve the event. The patient was in stable condition.